Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. During reporting the customer indicated the device was connected with a one-step pacing cable and a 3-lead ECG cable to the device, but ECG leads from the device were not connected to the patient. Per the r-series operator's guide: the onestep pacing cable must be connected to both the mfc and ECG connectors of the r series unit. But if a user connected the onestep mfc cable for pacing, they also need to connect the ECG electrode to capture the pacing. Additionally, if the p-leads are not making proper contact with the patient, the ECG signal may not be obtained or lost. R-series do not capture ECG signals through pads in pace mode, ECG leads/p-leads are a must to capture ECG signals from patients in pace mode. Customer stated in the attached call that the ECG cable was not connected to the ECG connector which in turn would cause the p-leads to not read ECG due to improper set up. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.